Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h3. H3: evaluation summary: customer report of calcification and degeneration were confirmed. Stenosis was unable to be confirmed due to valve condition as received. As received, all three leaflets had cut out sections; cut out leaflet fragments were not returned. X-ray demonstrated metal band was deformed around commissure 1. X-ray also demonstrated heavy calcification on the remaining leaflets and the vfit cocr alloy band was not expanded. Extrinsic calcific deposits were observed on both the inflow and outflow surfaces of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the inflow aspect and 7mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and subvalvular apparatus was observed around leaflet 2 on the outflow aspect. Multiple suture fasteners and a suture pledget remained attached to the sewing ring around the valve. H11: corrected data: h6 (type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b7, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available the most likely cause is patient factors, including diabetes mellitus (dm). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a 25mm 11500a aortic valve was explanted after an implant duration of 5 years, 6 months due to calcification, degeneration, and severe stenosis. The patient presented with increasing dyspnea. The explanted device was replaced with a 25mm non-edwards bovine valve. The patient was in stable condition post procedure. Hospital pathology report: gross exam of the prosthetic aortic valve showed 3 attached tan fragments of valvular tissue. Each fragment displays areas of yellow to red-brown lobulated calcifications measuring up to 1.0 cm. Final diagnosis aortic valve: fibrocalcific degeneration.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.